Event description:
It has been reported to philips that during a diagnosis of coronary angiography the system was suddenly powered off and could not be started. The procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. This complaint was reported by the customer directly to the chinese competent authority. No complaint was raised to philips. According to the information collected, the fuse in the mains power distribution unit tripped, causing loss of power to the system. The technical engineer of the hospital replaced the fuse, and the procedure was continued. This resulted in a delay of approximately one hour. Philips did not have access to the system at the time of the event and log files are not available. Based on the available information, philips cannot determine why the fuse tripped. Corrected data: coding has been updated as per the investigation outcome. H3 other text : no access to system.